Event description:
It was reported that the physician explanted the device because the patient could not stand psychologically the device. There were no dysfunctions and the paresthesia were felt in the right area. There were no patient symptoms/injuries related to this event. If additional information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received from the healthcare professional (hcp) of a foreign clinical study reported that the patient recovered on (B)(6) 2012.

Manufacturer narrative:
(B)(4).